Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, draining, pain during intercourse and urination, localized pelvic pain, erosion, and recurrence of urinary incontinence. The patient underwent corrective surgery in 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with endometrial ablation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.